Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Analysis of the catheter returned (partial catheter received) revealed no significant anomaly. As per the logs, the pump administered baclofen with concentration 1,000 mcg/ml. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. The patient's medical history included spasticity. It was reported inadequate therapy results occurred. The event date was reported to be (B)(6) 2021. The patient's pump was explanted on the same date. The pump would be returned. It was indicated the issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional information was received. It was reported the doctor explanted the pump because it was not working properly; they suspected something with the pump itself, "maybe storage maybe something else." The event was also reported as no improvement in symptoms. At the time of the intrathecal baclofen (itb) test before implantation, the patient showed a significant response. However, after implantation, the spasticity decreased for three weeks then the patient "became as no pump inserted so spasticity went back to baseline after three weeks of implantation despite all the revision we did for the pump." Regarding troubleshooting/diagnostics, the representative stated they went inside when they revised the pump and gave a bolus to ensure the machine was working with bolus, and it did work with boluses. The cause of the event was not determined; the "tube, location and the medication were ok. But the problem was not determined." It was reported there were no environmental factors that may have caused or contributed to the event. It was indicated there was no replacement performed. The pump was shut off after trying the revision which did not work, then explanted. The representative stated they "revised the pump and the tubes to make sure they are not occluded and they were not, so we went again for surgery to make sure there is no occluded tubes and there was nothing occluded, despite that I replaced all the connections." Additional information was received. The patient recovered post-explant.